Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the patient felt shocks very frequently. The patient went to the hospital and interrogation of device showed inappropriate shocks. The lead was capped and replaced. No further patient complications have been reported as a result of this event.